Manufacturer narrative:
(B)(4) medical devices: -screw cortical 3.5x12mm catalog#: cs12000 lot#: j6112431, screw cortical 3.5x12mm catalog#: cs12000 lot#: j3957503, screw cortical 3.5x14mm catalog#: cs14000 lot#: j3872825, peg full thread 2.5x20mm catalog#: fp20 lot#: j6046836, peg full thread 2.5x18mm catalog#: fp18 lot#: j3889981, peg full thread 2.5x14mm catalog#: fp14 lot#: j3765305, peg smooth 2.0x12mm catalog#: p12000 lot#: hkfbyt, peg smooth 2.0x12mm catalog#: p12000 lot#: hkfbyt, carroll balance lt prov case catalog#: cp100000 lot #: dnncpy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure while the operating surgeon attempted to screw the screws into the dvr plate, they wouldn't lock. Therefore, the surgery was successfully completed with a shorter plate as the malfunction appeared to be with the plates holes. A one hour delay in the procedure was caused due to this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual review of the returned plate identified all fast guides to be assembled to the plate. There are scratches located in the proximal slots of the plate, likely caused during the attempted implantation of the locking screws. The slots were measured and found to be conforming to specifications. As such, the complaint could not be confirmed. The mentioned screws were not returned as they were implanted with the replacement plate that was used to complete the procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.